Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had air bubbles. The customer's blood glucose value was 15 mmol/l. The customer reported that the size of the air bubbles was very small and had gone through four air bubbles after filling. The customer was advised to purchase another box or discontinue pump use and revert to a backup plan until he gets the new reservoirs. The pump will be returned for analysis.

Manufacturer narrative:
Evaluated six open/used reservoirs. Performed pre-fill reservoirs test. Found no air bubbles anomaly during analysis. Checked o-rings/stopper groove for defects and none was found. Conclusion: no air bubbles.